Event description:
Pt serum sample was run for human chorionic gonadotropin (hcg). Inst. Report slip gave test result of 204 miu/ml with "dil" message. Technician was not aware that a "dil" message appearing for a result within assay range (0-1000) indicates a problem with the result and the result should not be reported out in accordance with the dimension operator's guide. An ultrasound was performed and no fetus was seen, so the physician suspected an ectopic pregnancy. Methotrexate was administered to the pt and the fetus was aborted. Upon retest of the original patient sample 3 days later, and hcg result of 8000 miu/ml was obtained.